Manufacturer narrative:
The device was not received for evaluation. If it becomes available, a follow-up emdr will be submitted.

Event description:
Burn on (B)(6) 2014. A medwatch report #(B)(4) was received. The postmark date was (B)(4) 2014. The report states "surgeon requested lighted retractor during the surgery. Physician performing subsequent reconstruction surgery noticed a blister on patient's right chest that may be a burn. Ordered silvadene cream postop." The procedure was a left mastectomy. The report also stated that on (B)(6) 2014, a replacement retractor was received. New retractor and light cord do not get warm at the retractor/light cord connection even when running for extended periods of time on the highest setting. The old one gets hot very quickly. Clinical engineering recommendations: 1) do not have 3rd party vendors repair light cords: send them to their original manufacturer. 2) do not use the "old retractor" and old light cord that burned the patient" on (B)(4) 2014. A message was left for the reporter who is in risk management at the facility. Awaiting a response.